Manufacturer narrative:
510k: this report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent hardware removal procedure due to hypertrophic non union and for exchange nailing of left femur. Removed implants are a 12x460 femoral recon nail, two (2) proximal 5.0mm locking screws and two (2) distal locking screws. The two (2) distal locking screws were broken but were removed completely. All other hardware were intact. Patient had im nailing earlier on an unknown date to treat a mid shaft femur fracture. During revision procedure, the im canal was reamed and a 14x460 femoral recon nail was implanted with 2 screws distally and 2 proximally. The procedure successfully completed. Patient outcome is unknown. This report is for one (1) unknown distal locking screw. This is report 1 of 2 for (B)(4).